Manufacturer narrative:
Zimmer biomet (B)(4). An certain® gold-tite® hexed screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. It was reported that the patient has a smoking habit and osteoporosis. The reported device was located on tooth # 26, and was in place for an unreported amount of time. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported loosening of healing abutment. The product was not returned and the reported event is could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, evaluation codes. This complaint was previously submitted on the incorrect MFR number (MFR-0002023141-2019-00948-1)

Event description:
It was reported that the healing abutment loosened.